Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl. Reportedly, the customer felt sick. During troubleshooting with tandem's technical support, it was determined that there was a small air bubble in the tubing. The customer change all the supplies and resumed insulin delivery to address bg level.